Manufacturer narrative:
The insulin pump had a cracked and bleeding lcd glass, minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had a physical damaged. Customer's blood glucose was 328 mg/dl. The customer stated that the screen is cracked and black stain is on screen. Customer was advised that the device would replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.